Manufacturer narrative:
Initial. Additional event reported under parent (B)(4).

Event description:
It was reported that the user experienced multiple occlusion and restart alarms, including consecutive motor stall alerts indicating a failure to infuse, which persisted despite several supply changes until replacing the supplies resolved the issue; the implicated device component was the motor. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications-related problem was identified and aligned with a failure to infuse associated with the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.